Event description:
The physician was treating a male patient who presented with a left mca occlusion. The physician made the first pass with the concentric retriever l5, releasing 4 loops distal to the clot and engaging the clot. The physician applied four counter clockwise torques to the device. Due to the vessel tortuosity, the physician decided to apply two additional clockwise torques. At this point, the retriever l5 fractured. The physician indicated that he maintained the microcatheter position in accordance with the instructions for use at the time of the fracture. The physician attempted to retrieve the retriever l5 tip with another retriever l5, but was unsuccessful. The physician then used a snare device (not manufactured by concentric medical), but the physician noted that it possibly had caused the kink in merci balloon guide catheter 9f. At this point, the physician decided to stop the procedure and the l5 tip was left in patient. The patient subsequently expired. The physician indicated that the patient's death was not due to the retriever fracture. No patient injury/adverse clinical sequelae occurred that was directly or indirectly related to the retriever l5 tip fracture or attempts to retrieve the detached distal tip.

Manufacturer narrative:
An investigation was performed on the returned device and the following was found: the core wire fractured 182. 0cm from its proximal end, proximal to the platinum coil proximal solder joint. No bending was observed in the core wire. There is no evidence to suggest the core wire did not meet dimensional specifications. The most likely cause of the fracture was torquing the device beyond the limits provided in the instructions for use. We have also reviewed the manufacturing records for the product shipped to the site and no anomalies were found that were related to this complaint.